Manufacturer narrative:
Concomitant medical products: dtbc2d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was performed to resolve the twos and the lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.